Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device product code: kte.

Event description:
It was reported the trocar handle has a lever that is stuck. The lever that switches the trocar from drill to screw was lodged and even after soaking in milk was still unable to switch the lever. There was no surgery or patient involvement.